Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act, up and down buttons on insulin pump were harder to press. Customer's blood glucose level was unknown. Customer reported that there was a crack near the up button, battery will go down to one bar within a day or two, battery life was down within a week, insulin pump gave 2 or 3 error codes, scratches and cloudiness on screen and blurs reservoir icon and the time. Customer mentioned that the insulin pump made a louder grinding noise when rewinding and sometimes squirted insulin when priming. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.